Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose of 200-400 mg/dl despite bolusing since (B)(6) 2010 after she changed the infusion set and insulin cartridge. She stated she injected 40 units of insulin and her blood glucose began to decrease. She stated she tries to keep her blood glucose above 187 mg/dl. To troubleshoot the pt was instructed to disconnect from the infusion site and to prime. She did not see or feel any insulin drip from the infusion tubing. She was instructed to remove the insulin cartridge and she stated she could feel dampness under the cartridge. She stated the cartridge compartment of the infusion device was also damp. She dried the cartridge compartment of the infusion device with a cotton swab. She was advised to allow the infusion device to dry. She declined the offer to assist with setting up the backup infusion device. Upon follow up on (B)(6) 2010, the pt stated that she has continued to use injection therapy and her blood glucose has returned to normal. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set, adapter, and insulin cartridge were requested to be returned for eval.